Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Customer reported via sales rep that he observed a breakage of the neck of abg ii hip stem implanted originally in (B)(6) 2010.

Manufacturer narrative:
The device was returned. An event regarding a crack/fracture involving an abgii stem was reported. This was confirmed following visual inspection. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The report noted: destructive permission was granted and the proximal end of the trunnion was removed from the head. Discoloration was observed. A material analysis has been performed. The report concluded: the stem fractured in fatigue. Discoloration and damage were observed at or near the location of fracture origin. Eds showed the stem base alloy was consistent with astm f1813 alloy and the discoloration was consistent with the stem base alloy and the decontamination process. No materials or manufacturing defects were observed on the devices examined. -medical records received and evaluation: a review by a clinical consultant noted: x-rays confirm a neck fracture of the abg-ii stem just below the level of the skirted femoral head. The cup is in malposition with near absent anteversion although inclination appears adequate. There are also heterotopic calcifications in the hip joint space, brooker grade-3. The mar confirms the stem fractured in fatigue. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. - in this case, the cup has a normal inclination of around 45° but there is a close to zero anteversion where the normal range should be within 15° - 25° of anteversion as evident by the almost straight line projection of the cup opening circle on the ap view. The near absent anteversion makes the system vulnerable to impingement between the neck of the stem and the acetabular bone or the cup rim during a multitude of hip movements effectively representing device-bone or device-device impingement. The skirted head was implanted in 2014, during the previous revision but its use has thus been counter-productive because the underlying problem of cup malposition was not addressed while even further lowering the impingement limit of the arthroplasty by reduction in effective range of motion in the hip. -device history review: a device history review confirmed devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot indicated. Conclusions: a review by a clinical consultant concluded: near absent cup anteversion has contributed to an overload condition in the arthroplasty at first leading to instability requiring the first revision in 2014 with femoral head exchange. The underlying problem was however not solved and thus the overload condition was allowed to persist with further fatigue accumulation until stem neck fracture in 2016 requiring another revision. The presence of heterotopic ossifications in the joint increasing the stiffness of the hip capsule plus the use of a skirted femoral head in 2014 may have accelerated the fatigue accumulation due to the inherent device property of a reduced range of motion compared to standard heads. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Customer reported via sales rep that he observed a breakage of the neck of abg ii hip stem implanted originally in (B)(6) 2010. Update: first revision surgery was performed in (B)(6) 2014 when the head was replaced with a larger head the stem was not explanted during the first revision.